Event description:
The customer reported the device would not power up. The manufacturer's field service engineer (fse) found that when unit was plugged into ac power the bus voltage in hardware screen was reading below specification. The fse replaced the power supply to correct the problem. Applicable final testing was completed per operating specifications. The customer reported no pt involvement, no pt harm.

Manufacturer narrative:
MFR received date: 10/29/2014. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Supplemental report